Event description:
Info received indicates the head section is drifting.

Manufacturer narrative:
The tech found the head gas cylinder was leaking fluid. The tech replaced the gas cylinder to repair the stretcher.